Manufacturer narrative:
The reported events of capture problem and high threshold were not confirmed. A complete lead was returned in one piece. Visual examination found the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures but found shorts between conduction paths due to the inner insulation was damaged by the inner and outer coils bent. Visual and x-ray examination did not find any other anomalies with the exception of procedural damage.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited high capture threshold measurements. The ra lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.